Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, observed 40 mm dark patch edge material inside gel device, and missing a piece of the shell (25-50%). Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a smooth opening on radius. Based on the device analysis the final assessment was a smooth opening assessed as smooth opening, and missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.